Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during the final liner impaction, the inner part of the impactor broke. There was no reported impact to the patient. There was no reported delay in procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a small portion from the base of the impactor had fractured off. The fracture occurred on the side of the impactor that is engraved with the size, according to the print. The fractured off piece was not returned for review. Minor scratches and wear marks are also noted on the surface of the impactor. Review of the device history records did not find any deviations or anomalies. Review of complaint history determined that no further action is required as no trends were identified. Investigation concluded that the likely cause of the event is wear from multiple years of use. There are warnings and preventative instructions in the package insert regarding this type of event and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The additional information contained within this report has no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during the final liner impaction, the inner part of the impactor broke. A piece of the impactor fell into the patient, however all pieces were retrieved. There was no reported impact to the patient. There was no reported delay in procedure.